Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was a fluid leak encountered during the patient's treatment. A pump a vs. B volume error alarm was observed in fill 1 of 4. There was fluid noted leaking from the cassette door. The caretaker cancelled treatment. When cassette was removed there was a few drops inside the cassette door on the black pumps. The caretaker was advised to pat the cycler dry and let it set over night and resume using it tomorrow. The patient was instructed to do manual treatment to finish treatment that night. In a follow up with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the fluid leak without any further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was a fluid leak encountered during the patient's treatment. A pump a vs. B volume error alarm was observed in fill 1 of 4. There was fluid noted leaking from the cassette door. The caretaker cancelled treatment. When cassette was removed there was a few drops inside the cassette door on the black pumps. The caretaker was advised to pat the cycler dry and let it set over night and resume using it tomorrow. The patient was instructed to do manual treatment to finish treatment that night. In a follow up with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the fluid leak without any further issues.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was a fluid leak encountered during the patient's treatment. A pump a vs. B volume error alarm was observed in fill 1 of 4. There was fluid noted leaking from the cassette door. The caretaker cancelled treatment. When cassette was removed there was a few drops inside the cassette door on the black pumps. The caretaker was advised to pat the cycler dry and let it set over night and resume using it tomorrow. The patient was instructed to do manual treatment to finish treatment that night. In a follow up with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the fluid leak without any further issues.

Manufacturer narrative:
Correction: g.4.